Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076, implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported the right ventricular threshold amplitude measurement had increased. The lead was repositioned and remains in use. During the surgery, it was noted the distal helix was retracted and not deployed apically. The patient is enrolled in the product surveillance registry. No patient complications have been reported as a result of this event.

Event description:
It was reported the right ventricular threshold amplitude measurement had increased. The lead was repositioned and remains in use. During the surgery, it was noted the distal helix was retracted and not deployed apically. The patient is enrolled in the product surveillance registry. No patient complications have been reported as a result of this event. (B)(6) 2014, it was further reported that the patient presented with extracardiac stimulation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).